Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the enve ventilator noted a high peak pressure alarm and when try to turn down vt (tidal volume), the pressures just kept going up. They've switched to simv (synchronized intermittent mandatory ventilation) and no patient harm noted from this reported event.

Manufacturer narrative:
Result of investigation: service technician was unable to verify customer reported complaint that states, "the breath rate was set to 22pm on the unit. However, they noticed that the capnography was reading 16bpm. So, to confirm they counted the breaths and it was confirmed the unit was only delivering 16bpm. This was on a/c." During bench testing. Vent was hooked up to a vt plus hf flow analyzer to verify/monitor tidal volume, breath rate and peep, no inaccurate readings were logged during the duration of the test, breath rate set value match with the vt plus reading during the duration of the test. Vent passed 120 hrs. Of extended test at customer's settings without any unusual alarm or error condition. Vent passed initial final test using automated testing fixture which test the total functionality of the ventilator. Vent passed initial alarm volume test with no restriction. Unit was opened and inspected; no anomalies were found. Process ventilator through service to meet all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.